Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue and replaced the battery pins as a preventive maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process and the device would lock up. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported event.